Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -10.0/1.0/137 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022 the lens was exchanged for a longer length lens due to low vault and the problem resolved. Cause was reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).